Manufacturer narrative:
Qn#: (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that while pulling on the wire to close the bag, the part of the bag in which the wire is inserted, tore. So , we were not able to recover the bag without the wire. Clinical consequences: waste of time and it was difficult to recover the bag.

Event description:
It was reported that while pulling on the wire to close the bag, the part of the bag in which the wire is inserted, tore. So , we were not able to recover the bag without the wire. Clinical consequences: waste of time and it was difficult to recover the bag.

Manufacturer narrative:
(B)(4). Customer complaint regarding memobag product was reported. As the lot number of the defective product was reported, the DHR review was completed. The review of DHR revealed no production issues at the time of manufacturing of the complained lot. Returned defective sample was examined and the reported defect can be confirmed. IFU (B)(4) says that the care should be taken at all times to avoid contact of the bag with sharp instruments, cutting devices , morcellators, electrocautery or laser delivery devices. The IFU prescribed that to remove memobag, use graspers to grasp the closure loop located at the end of the closure wire. The root cause of this complaint was determined as improper manipulation with the bag during bag removal IFU was not followed during bag removal. As the root cause was determined improper method of use (improper removal of the bag), no corrective/preventive actions in production are deemed necessary to introduce.